Event description:
This rv lead was implanted on (B)(6) 2018 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that this lead had loss of capture, x- ray and confirmed dislodgement. Lead revision done today and re-position the lead, and lead was retained. The physician was (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).